Event description:
J&j consumer received a letter from the FDA in 2008 - dated 2008, in regards to a complaint received through the FDA's medwatch program. The complaint stated the following "use of o.b. Ultra tampons have on two occasions the tampon 'broken off' leaving layer of tampon lodged inside. Subsequent degrading of tampon and possible infection over the period of a monthly cycle. Removed by physician on first occasion." FDA has forwarded this report for our awareness of this event. No further information is available at this time.

Manufacturer narrative:
Complaint will be trended and monitored. This report is considered closed unless additional relevant information is received.